Event description:
Purchased the quickvue at-home otc covid-19 test at (B)(6) on (B)(6) 2021 and took test immediately. I followed the instructions exactly and the test provided a positive test. I immediately went to a pcr testing facility and paid (B)(6) out of pocket to get a pcr test. The pcr test resulted in a negative test. I waited two weeks and tried the second at home test again on (B)(6) 2022 and followed the instructions exactly and received the same result, positive. Again, I followed it up with a pcr test on (B)(6) 2022 which came back negative. The quickvue products are a sham and should be pulled from the shelves. They provide high anxiety and provide people a false result. They should be investigated and removed. FDA safety report ID # (B)(4).